Event description:
This is the first report of three involving the idrt bilayer from the same facility involving the same surgeon, issue and product. It was reported: "the first case was an elderly pt who required two pieces of 5cms x 5cms idrt bilayer. One of the pieces was badly kinked, which created a ridge running roughly through the centre of the template. The surgeon tried in vain to straighten the piece out, in order to achieve the required contact between idrt and wound. Owing to the nature of the silicone, it would not straighten, but he was forced to use it, as it was the only one available. The second piece, of the same lot number, was fine. Surgery was delayed by 20 minutes. There was not pt injury alleged".

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported info.